Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information provided to date after calls to customer (B)(6) 2021, (B)(6) 2021, and (B)(6) 2013. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no report of patient injury.